Event description:
It was reported that a neurological patient was using the patient helper to pull up in bed when the strap supporting the "triangle" broke. It was reported that the patient injured the arm. According to the risk manager of the facility, there was no report of the patient being injured and the patient's care providers confirmed that the patient had not sustained any injury.